Event description:
During procedure, difficulty was encountered when assembling the 56 mm acetabular shell to the ilium flange. A 60 mm acetabular shell and different ilium flange was used to complete the procedure. A 45 min delay in the procedure was incurred.